Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient reports the pod infusion site (leg) had swelling, irritation, purulent discharge, redness and pain. The patient had gone to urgent care where they were prescribed bactrim. The patient reports 4 days after going to urgent care they had a unrelated heart attack. While the patient was in the hospital for treatment for a heart attack due to being allergic to the prescribed bactrim the patient was diagnosed with lymphoma due to the pod infection. The patient was treated with intravenous fluids as well as antibiotics and oxygen. The patient was prescribed metoprolol as well as aspirin and enterostatin (40 mg) to be taken 1 time daily. The patient was discharged from the hospital after 6 days.